Manufacturer narrative:
The device, used in treatment, was not returned for evaluation but the pictures were reviewed, and the failure mode was confirmed. The clinical/medical investigation concluded that, the provided analysis of the three undated, unlabeled radiographs confirms the non-consolidated femur fracture and three loose distal locking screws but no not indicate a root cause for the screws not being locked. Based on the information provided, the patient denies fall/or trauma. Therefore, without the requested relevant medical documentation, primary/revision report, post implantation radiographs or the devices the clinical root cause of the reported failure cannot be determined. Per the follow-up report, all the material and the broken screws were removed and replaced with an intertan nail without complications and the patient is doing fine. Therefore, no further clinical/medical assessment is warranted at this time. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, lifetime of device, patient condition, surgical technique used or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device did not confirm the stated failure mode. The device could not show any sign of being loose in the plate. The screw was not damaged. The clinical/medical investigation concluded that, the provided analysis of the three undated, unlabeled radiographs confirms the non-consolidated femur fracture and three loose distal locking screws but no not indicate a root cause for the screws not being locked. Based on the information provided, the patient denies fall/or trauma. Therefore, without the requested relevant medical documentation, primary/revision report, post implantation radiographs or the devices the clinical root cause of the reported failure cannot be determined. Per the follow-up report, all the material and the broken screws were removed and replaced with an intertan nail without complications and the patient is doing fine. Therefore, no further clinical/medical assessment is warranted at this time. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, lifetime of device, patient condition, surgical technique used or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.additional information: d8/d9

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that, after a 4.5mm l-d fem lk pl13h r 286mm plate had been implanted, the fracture was radiologically seen as displaced and not consolidated. There was also evidence of screw breakage and loosening at the distal part. A revision surgery was performed to address the adverse event. Upon plate extraction, it was evident that all locking screws in the distal area were loose: they were not locked in the plate. All hardware was successfully removed and replaced with an intertan nail. The patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device did not confirm the stated failure mode. The device could not show any sign of being loose in the plate. The screw was not damaged. The clinical/medical investigation concluded that, the provided analysis of the three undated, unlabeled radiographs confirms the non-consolidated femur fracture and three loose distal locking screws but no not indicate a root cause for the screws not being locked. Based on the information provided, the patient denies fall/or trauma. Therefore, without the requested relevant medical documentation, primary/revision report, post implantation radiographs or the devices the clinical root cause of the reported failure cannot be determined. Per the follow-up report, all the material and the broken screws were removed and replaced with an intertan nail without complications and the patient is doing fine. Therefore, no further clinical/medical assessment is warranted at this time. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, lifetime of device, patient condition, surgical technique used or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.